Manufacturer narrative:
(B)(4). The healthcare professional explanted the c-flex aspeheric 970c iol and exchanged it for a back-up iol in the original planned surgery session. The healthcare facility has confirmed that no further remedial action is required and that there was no adverse effect to the pt as a result of this event. The condition of the pt post-operatively is described as "good." Our review of production records for the c-flex aspheric 970c iol batch 121e31459 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol batch (12/2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 121e31459. The c-flex aspheric 970c iol has not been made available to rayner for analysis. Without the ability to examine the device, a failure mode and root cause are extremely difficult to ascertain.

Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description indicates that the lens haptic got stuck during implantation and "tore apart."